Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 15 mmol/l at the time of incident. The customer treated with manual injection. Troubleshooting was completed and the customer noted that the cannula was not bent. The customer stated that while delivering a fixed prime, the numbers would unusually count up. The numbers would stay on the screen for a few seconds then jump up to another number quickly. The customer was advised that the pump would be replaced. The customer was off the pump and on the backup plan. The pump was not returned for analysis.